Event description:
A patient was burned all around the battery area while going through an airport detection device. The patient's skin blistered. No report of device explantation. A follow-up report will be sent when additional information is received.